Event description:
The user reported that during a resuscitation effort, the m1722a was turned on and charged to 200j. This charge was delivered to the patient via the external paddle set. The defibrillation was then charged to 300j and the patient was shocked a second time. The defibrillator was then charged to 360j and the patient was shocked a third time. None of these first three shocks resuscitated the patient. The defibrillator was again charged to 360j. The user reported that the m1722a would not fire, although all indications were that the unit had charged up. At this point, the attending physician ordered the external paddles removed and the internal paddles installed. The m1722a was turned off and the internal paddles were then used to deliver 21 internal shocks. The resuscitation effort was not successful and the patient died.